Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, no abnormalities were found. Upon functional testing, the cannula was found to be blocked. The most likely cause of the reported failure is wear and tear.

Event description:
It was reported that during a meniscus refixation the scorpion needle broke off inside the scorpion pliers and is stuck. There was no harm for patient, operator or third party. The surgery was finished successfully with a different pliers. It was not necessary to switch the surgical technique or do a second surgery.